Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and found that the reported issue was caused by a crystal on the single board computer, designator y1, which was intermittently not functioning, causing the the device to intermittently not finish the boot up cycle.

Event description:
The customer contacted physio-control to report that their device intermittently locks up during power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.